Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was "having issues with the stimulator which I think is what it is." The patient stated that on (B)(6) 2018 the patient thought they were having a stoke (there was no stroke) and they couldn't function at all, had double vision, and "all of a sudden stuff was happening." On (B)(6) 2018 the patient shut their stimulator off and they were almost 100% normal. The patient didn't know if their device was malfunctioning and wasn't sure if they should call the manufacture or their hcp. The patient was redirected to their hcp to get the ins checked. The patient called back stating that they owe their hcp money and that they were unable to see them until they paid. The patient reiterated that they "almost had a stroke" and how it caused them to go to the ER and that they were talking backwards. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the patient symptoms could maybe be related to migraines. The patient is trying meds, and reported that their symptoms have slowly resolved. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.